Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented, by following the instructions for use which state: warning; never install a lamp, that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source lamp malfunctions. The issue was found during an endoscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a worn-out socket slider switch that caused intermittent use of high intensity mode, there was dust on the output socket, and it was missing a lamp washer. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.